Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensor and found sensor broken with missing broken part. Analysis was unable to confirm if the customer received sensor with damage due to customer returned the sensor opened/used. Analysis was unable to confirm the needle/insertion anomaly due to customer did not return insertion needle.

Event description:
The customer reported via phone call that a part of the sensor cannula came off. The customer also reported that the site was bleeding after removing the sensor. The customer's blood glucose was 114 mg/dl at the time of incident. The sensor was returned for analysis.